Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 4/8 mm cod insert trial was cracked.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.   Product complaint (B)(4). Investigation summary: the complaint sample consisted of (1) 961360 pfcsig ins trl curved 8mm sz4 . Examination of the returned pfcsig ins trl curved 8mm sz4 confirms the aanterior portion of the rim is cracked and remains attached. There is no missing material. There are numerous cuts, gouges, scratches and rounded edges, which suggests the trial inserts were handled roughly and "in service" for quite some time. The cracking is due to repetitive assembly and disassembly with tibial tray trials in combination with rough handling. The root cause is being attributed to device damage/wear due to normal use and servicing. The device has reached the end of its¿ useful life. Based the root cause of device damage/wear due to normal use and servicing. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.